Event description:
Customer reported that during patient use with philips mx800, spo2 value became about 99%, while the patient blood gas value was about 93%. The sensor was replaced and the new one read about 93%. No patient harm reported.

Manufacturer narrative:
The lot number is unknown, therefore, the date of manufacture can not be determined. Covidien has requested more information on the incident. Per oximax max-a adult o2 sensor directions for use: note: if the sensor does not track the pulse reliably, it may be incorrectly positioned-or the sensor site may be too thick, thin, or deeply pigmented, or otherwise deeply colored (for example, as a result of externally applied coloring such as nail polish, dye, or pigmented cream) to permit appropriate light transmission. If any of these situations occurs, reposition the sensor or choose an alternate nellcor sensor for use on a different site. Cautions: failure to apply the max-a(l) properly may cause incorrect measurements. While the max-a(l) is designed to reduce the effects of ambient light, excessive light may cause inaccurate measurements. In such cases, cover the sensor with opaque material. Intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream may lead to inaccurate measurements. Excessive motion may compromise performance. In such cases, try to keep the patient still, or change the sensor site to one with less motion. If the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements. Do not alter or modify the max-a(l). Alterations or modifications may affect performance or accuracy.